Event description:
Philips received a complaint on the heartstart mrx device indicating that there was an error message. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx device indicating that there was a 'battery failure' error message. The rse evaluated the device remotely. It was determined that the 'battery failure' error message was due to an actual battery failure. The customer replaced the battery themselves. The device remains at the customer site and no further evaluation is warranted at this time.